Manufacturer narrative:
G4: 07jan2021. B4: 08jan2021. Multiple attempts were made to follow-up with the customer to obtain additional information; however, there was no response. If additional information is received at a later date, this complaint will be re-opened and as supplemental report will be submitted. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 18jun2020.

Event description:
The customer reported unknown malfunction and the ventilator alarmed. The customer contacted product support and requested for service repair. The customer reported that the unit was not in use on a patient.